Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from strain relief, causing the pulse wire to break from the trunk able pulse wire. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.